Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device is 5 months, 21 days. The event occurred at (B)(6). The pump was not returned to the manufacturer for evaluation. Based on the information available, a direct correlation between the device and the patient's outcome could not be conclusively determined. No prior events were reported for this patient throughout approximately 5 months on vad support. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). During the manufacturer's routine inquiry for patient status updates, an outcome was received which indicated that on (B)(6) 2011, the patient expired due to a major intracranial hemorrhage on the right side; however, the cause for the stroke was not specified. No further information was provided.